Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the rep saw this patient on (B)(6). Patient states that all of her symptoms stopped immediately after turning the stimulation off. The stimulator is still shocking her intermittently at the pocket site even though stim has been off since nov 30th and ins is completely depleted. Patient also states that they would like to turn the system back on and intends to go home and recharge the system and turn the old settings back on. The cause/nothing has been determined. Information was confirmed with physician and account involved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from patient via manufacturer representative, regarding patient's implantable neurostimulator (ins). Patient reported itching of hands feet and abdomen starting on or around nov 14th. Patient believes that she is ¿allergic to the titanium of the ins, but also states that the allergy stops when she turns the stimulator off. Patient complains of burning and zapping in the ins pocket starting 3 months ago. Scs causes instability while walking starting 2 months ago. Scs causes stiffness in neck starting 2 months ago. Scs causes tailbone pain and sensation of bursting kidneys starting 1 month ago.¿ patient states that when she turned the system off on november 24th all of her symptoms subsided. There were no environmental/external/patient factors that may have led or contributed to the issue. Scs diagnostics performed. Electrodes all within range and functioning properly. No indication of lead fracture or short. No system faults. Physician recommended that patient leave stimulator off until next appointment and reassess at that time. Patient complains of having fibromyalgia and arthritis. Patient states that she is taking oxycontin, soma, cymbalta, sudafed, and clarinex. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that they saw the patient today and patient was able to recharge the system and got it back on and running. However patient only used it intermittently. Patient refused reprogramming and did not want any further adjustments at this time.